Event description:
A dr reported a pt experienced a corneal abscess associated with wear of focus dailies contact lenses. Multiple requests for add'l info were made, however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.